Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This MDR represents the bard soft mesh pre-shaped with keyhole (device 3). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2019 ¿ patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with implant of two bard flat meshes (device 1 and 2). Per operative notes, ¿the peritoneum was mobilized and two indirect inguinal hernia sacs on right and left sides were identified and reduced. Two bard flat meshes (device 1 and 2) were placed within peritoneal space bilaterally and fascia was closed. To the small umbilical defect, the fascial defect was reduced and closed with sutures circumferentially.¿ on (B)(6) 2019 - patient was diagnosed recurrent left inguinal hernia and pain thereby underwent open repair with implant of bard soft mesh pre-shaped with keyhole (device 3). Per operative notes, ¿in the left groin, the hernial defect was reduced and a piece of bard soft mesh pre-shaped with keyhole (device 3) was placed in the inguinal canal and secured the mesh with sutures.¿ on (B)(6) 2020 ¿ patient was diagnosed with left groin pain, thereby underwent laparoscopic repair with left groin exploration and removal of meshes (device 1 and 3). Per operative notes, ¿the left inguinal meshes (device 1 and 3) were significantly scarred and folded over itself. The meshes (device 1 and 3) were dissected circumferentially and excised. The fascia was closed and secured with sutures.¿